Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established through this evaluation. Submitted log files captured events consistent with the reported procedure. No other notable events were captured. The patient remains ongoing on heartmate 3 lvas, serial number mlp-048441, with no further related events reported at this time. The heartmate 3 left ventricular assist device (lvas) instructions for use (IFU), and the heartmate 3 patient handbook are currently available. The current revision of IFU and patient handbook can be found on the eifu page of the abbott website. Section 1 of the IFU, ¿introduction¿, lists potential adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Section 5 of the IFU, ¿surgical procedures¿, warns that moderate to severe aortic insufficiency must be corrected at the time of device implant. This section also states that if the aortic insufficiency is not addressed, the device will not be able to provide the intended. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient underwent an aortic valve (av) replacement on (B)(6) 2025. The log files were submitted for review. The log files captured low flow events on (B)(6) 2025. The calculated flow appears to have fluctuated below the alarm threshold of 2.5 lpm during the events. The flow dropped to 0 and an intentional pump stop was noted on (B)(6) 2025. The low flows and pump stop were confirmed to be intentional during surgery for ventricular assist device (vad) parameter changes, av replacement and patient was placed on cardiac bypass machine. The reason for the av replacement was due to severe aortic insufficiency. The patient was placed on inpatient post operative care from av replacement.